Event description:
It was reported that the patient's lead was repositioned on (B)(6) 2021. The patient has effective therapy post operatively.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date is unknown.

Event description:
It was reported that the patient was not getting adequate therapy due to lead migration. X-ray confirmed lead migration. Reprogramming was attempted without success. As a result, surgical intervention may occur to address the issue.